Event description:
It was reported that cgm displayed malfunction alarm described as error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and after reset cgm error did not reappear and sensor session was successfully started.